Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the IV tubing separated and leaked while in use on a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the IV tubing separated and leaked was confirmed. Visual inspection showed the set separated between the tubing and the lower fitment. Insufficient solvent was noted at the end of the tubing where the separation occurred. The separated tubing was measured and found to be within specification. The cause of the leak is a separation between the tubing and lower fitment. The root cause of the separation is insufficient solvent application during the manufacturing process.

Event description:
The customer reported that the IV tubing separated and leaked while in use on a patient. There was no patient harm.